Event description:
I received the zeltiq coolsculpting procedure in the lower abdomen area in (B)(6) 2017. At the time of the procedure, I was (B)(6) tall and (B)(6) pounds. I was hoping to eliminate the fat cells in my lower abdomen. I am an active female who completes high-intensity exercises at least 3 times a week and my eating habits did not change upon completing the procedure. From (B)(6) 2017 to date, I have gained 16 pounds (placing my weight at (B)(6) pounds) which an am now considered obese for my height. I have gained weight in my upper body (stomach), (armpit area), (the area underneath my bra), etc. Other than the cool sculpting treatment, I have not made any lifestyle or dietary changes. In addition, I have never been heavier than (B)(6) pounds. Zeltiq (now acquired by allergan) claims the fat cells are naturally processed and eliminated, so they won't migrate to another area of your body. However, there I am certain there were significant changes to at cells in untreated areas, which zeltiq claims does not occur. I fully comprehend the intended use of the device and procedure is not meant to achieve success in weight loss. I am only reporting the adverse event of gaining 16 pounds as a result of this procedure. I have photos and records from medical check-ups that prove I have never been heavier than (B)(6) pounds. (B)(6) pounds at (B)(6) tall is considered obese which has resulted in breathing problems during physical exercise which did not previously occur before the procedure took place.